Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a procedure, no x-ray release was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation revealed that the d115 board inside the generator had a defective capacitor that caused the unavailability of x-rays. Despite all precautionary measures, such capacitor failures cannot be completely avoided as they are component related. However, any accumulation of faults leading to the failure pattern could not be determined by the investigation. The only solution, as in the present case, is to replace the affected part on site. The affected d115 board has been exchanged by the local service organization and the error has not been reported again. A possible general error which would require corrective action of the installed base could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.